Event description:
The facility representative reported a device with a damaged battery alarm that occurred after new batteries were installed. This condition occurred during an infusion. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of a "damaged battery alarm that occurred after new batteries were installed" was confirmed during product evaluation. Inspection of the device revealed that the condition was caused by depleted batteries and a disconnected ac harness. To correct the reported condition, the main batteries and battery harness were replaced. The ac harness was also reconnected. This issue is currently being investigated.